Event description:
Caller reported a malfunction, identified as a malfunction on the device. No notable events occurred prior to this issue, and there was no information provided regarding any adverse impact on the customer's blood glucose level. Customer did not report or reset the pump for this malfunction in the previous 24 hours. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterward. Customer was advised to continue using the pump and to contact technical support if the malfunction reoccurred, with the caller acknowledging these instructions.